Event description:
It was reported that after one hour of using a picco monitoring kit on a patient, a sterile fluids loss and an arterial blood return in the pressure line and on the ground were observed. Two tubing connectors of the pressure transducer were found loose. The loose connectors were tightened but a new loose connection was noticed during sampling. (B)(4).

Manufacturer narrative:
According to rec'd info the device was discarded by the user & is not available for investigation. Further info surrounding the event has been sought. A supplemental medwatch report will be sent when the investigation is completed.